Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during surgery, aspiration failure occurred. The ia (irrigation/aspiration) handpiece was switched out to complete the case. However, following the case, it was determined that the I/a tip was the cause of the failure. Additional information has been requested.

Manufacturer narrative:
The company service representative examined the system, the I/a handpiece, and the I/a tip and was able to replicate the reported event. The I/a tip caused the issue. The system was then tested and met all product specifications. The intrepid I/a tip was received and a visual assessment of the returned samples showed that the aspiration ports appeared to be clogged by unknown debris. The I/a tip was nonconforming with a visual evaluation showed that the aspiration ports appeared to be clogged by unknown debris that may affect its aspiration function. However, how or when they became nonconforming could not be determined. The directions for use (dfu) recommend cleaning the handpiece and tips immediately after each use. The user is to push a minimum of 120cc of room temperature sterile deionized water through both the irrigation and aspiration paths, followed with a minimum of 60cc of air through both paths. The intrepid I/a tip was manufactured on december 22, 2016. There were 787 paks associated with this lot. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).